Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon stated that the robotic inclination version values seemed to differ from the actual inclination and version values. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version/incination involving rio®upgrade disk pka 2.5.6.3 and tha 3.1 (p/n 211355) was reported. Method and results: device history review:not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 211355) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version. There were (B)(4) other reported events for the listed catalog number. Of those, only (B)(4) were related to inaccurate version/inclination ((B)(4)). Conclusions: the session data and post-op x-rays from the case were reviewed. An analysis of the landmark/pelvic registration, post-op x-ray, system results, and patient anatomy was completed (see attachment). Based on the results of post-op x-ray the session data and post-op x-rays from the case were reviewed. An analysis of the landmark/pelvic registration, post-op x-ray, and system results was completed. Based on the results of post-op x-ray analysis, the actual cup inclination is within 5 degrees of the angle reported by tha 3.1 application. The tha 3.1 application system worked properly in dr. (B)(6) case on (B)(6) 2015.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon stated that the robotic inclination version values seemed to differ from the actual inclination and version values. The outcome of the case was successful.

Manufacturer narrative:
.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon stated that the robotic inclination version values seemed to differ from the actual inclination and version values. The outcome of the case was successful.